Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the device became entangled in the patient during use. The user was eventually able to be remove the device. The reported defect was detected during use. The patient condition is reported as "fine." There was no patient complication, injury or consequence. Therapy was not delayed/interrupted. No intervention reported. Device removed without incident.

Event description:
The customer reports that the device became entangled in the patient during use. The user was eventually able to be remove the device. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted. No intervention reported. Device removed without incident.

Manufacturer narrative:
Qn#(B)(4). The customer returned a ptd rotator, ptd catheter and lidstock for evaluation. No visual defects were observed on the returned devices. The ptd catheter was returned with the basket out of the sheath. The basket and tip were observed to be completely intact. Biological material was observed both inside and outside the catheter sheath and on the catheter body. When the basket was unable to be retracted back into the sheath, it was cut open. More biological material was observed. All the bio material would have made it difficult to retract the basket. The overall length of the device measured 28.97" which is within specification of 28.75-29.25" per product drawing. The catheter was unable to be retracted into the sheath. However, significant biological material was observed inside the sheath and on the catheter body which would have made retraction of the basket difficult. With enough force, the basket was able to be retracted. The catheter was inserted into the ptd rotator and the device functioned as expected. The IFU provided with this kit warns the user "potential fatigue failure of the ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. The cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds.". The customer complaint of ptd basket not able to retract was confirmed through this investigation. Functional testing revealed that the catheter was not able to be retracted back into the sheath. However, the large amount of dried biological material observed would have made it difficult to retract the basket back into the sheath. The returned device passed all relevant dimensional specifications. Based on the sample received, the root cause of this investigation is deemed unintentional use error. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4).. Additional information: a device history record review was performed on the lot number of the sample received (13f19d0494) and no relevant findings were identified.

Event description:
The customer reports that the device became entangled in the patient during use. The user was eventually able to be remove the device. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted. No intervention reported. Device removed without incident.